Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the patient was getting an MRI for a chronic condition and the symptoms noted were failed back syndrome, lumbar facet arthropathy, lumbar radiculopathy, and a previous back surgery. Additional information received from the patient's doctor reported that they had pain symptoms recurring since 2007 from a work injury where they picked up an item at work and ruptured two discs. This was prior to the device implant. As of the (B)(6) 2016 doctor's visit the patient noted that their spinal cord stimulator (scs) had stopped working and the patient was referred for a pump implant. The patient noted that since their scs had stopped they had suffered a cerebrovascular accident, developed diabetes mellitus, and liver cirrhosis. It was also noted that the patient had a previous medical history of chronic back pain, hyperlipidemia, diabetes mellitus, hypothyroidism, and hypertension. They also had a family history of diabetes and hypertension. Their mental function and emotion was noted to be very unrestricted. They had numbness and tingling in their right leg and pain radiating down their right leg. The pain was described as sharp, burning, heavy, and cramping. The patient had a history of similar symptoms and the pain was rated a 10/10 on the visual analog scale. The patient experienced tenderness on palpation of their right shoulder and anterior aspect of the acromion. Pain was also elicited by the motion of the shoulder. Lumbosacral spine pain was elicited by motion and flexion. The pain was present throughout the range of motion. A straight leg raising test of the patient's right leg was positive. A sacral spring test was positive at the right side of the sacroiliac joint. A scouring test and a patrick-fabere test were also positive at the right side of the sacroiliac joint. Pyriformis tightness was also noted. The patient's coccyx was tender and the right buttock showed tenderness on palpation. The patient also had a painless bony mass on their right hip and pain was elicited by active hip motion. Pain and tenderness were also elicited by motion of both knees and with ambulation. It was noted that the patient's speech volume was increased. A monofilament wire test was performed on the right foot and it showed decreased response to tactile stimulation on the distal extremities. The patient's muscle bulk was abnormally decreased in their lower extremities with weakness noted in both lower extremities. Deep tendon reflexes were absent or diminished in both legs at the knees and the knee jerk in both legs was abnormal. Peripheral neuropathy was also present. The patient was diagnosed with failed back syndrome, lumbar facet arthropathy, lumbar radiculopathy, piriformis syndrome of the right side, and sacroiliac joint dysfunction of the right side. The patient was educated on the issues and was instructed to maintain an exercise program and healthy diet. The doctor planned to do a right sacroiliac joint injection and was considering an l2 through l5 facet joint injection. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.